Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported both patient's leads had high impedances due to migration and fracture. Surgical intervention was undertaken on (B)(6) 2026 to attempt replacing the leads. However, the leads were unable to be removed. Further surgical intervention may be pending to address the issues.